Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information via phone. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, what is the adverse event to sutures? Did the suture break post procedure? What was the adverse patient outcome? Product code? Lot number? Procedure and event date?

Event description:
It was reported that a patient underwent a tkr procedure on (B)(6) 2022 and suture was used. Post-op, it was reported that after a knee surgery the patient had an adverse event to sutures. Additional information was requested.